Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient received an autopsy, but it is unknown if the device will be returned. Furthermore, it was stated that due to the patient¿s privacy laws, the managing hospital would not communicate any additional information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although a cause for the patient's splenic infarct was not reported and could not be determined through this evaluation, thromboembolism is conservatively being addressed. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete. Initial reporter address: (B)(6). Initial reporter phone number: (B)(6).

Event description:
It was reported that a newly implanted patient passed away on (B)(6) 2023 due to spleen infarction and abdominal bleeding.